Event description:
It was reported that during use of the iab, the pump experienced helium loss alarms, and a few droplets of blood were seen in the helium tubing. A cut-down procedure was required to remove the iab. There were no pt complications.